Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. A 3.00 x 8 synergy drug-eluting stent was selected for treatment. However, during introduction, it was noted that the stent separated from the platform. The procedure was completed with another of the same device. No patient complications nor injuries were reported.